Event description:
It was reported that the patient presented to the clinic for a routine follow up. Upon interrogation, the right ventricular lead exhibited noise. The lead was explanted. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).